Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The site reported the following: after opening a sss-ctp-spk syringe kit the staff member found a foreign object inside the coiled tubing. They did not use the set.

Manufacturer narrative:
Bayer quality assurance product analysis reviewed the photograph provided by the site. The subject product was unavailable for examination because the shipped package became lost after leaving (B)(4) and has not been located. Visual examination of the photograph confirmed the presence of a particulate which appears to be inside of the tubing. A review of previous investigations with a similar observation reported was conducted. The cause of the reported problem is the introduction of degraded resin during the manufacturing process. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated.